Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Also received pump with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Customer reported that she had already gone through the troubleshooting process, but the alarms persisted. Blood glucose level at the time of the incident was 479 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.